Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a coughing spell and felt the defibrillator move which caused pain. The patient presented to the hospital for a device revision. The device was successfully repositioned in the subpectoral space and was doing well post surgery.